Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer also reported that the insulin pump might have been having delivery anomaly. The customer's blood glucose was 750 mg/dl at the time of incident. The customer mentioned that they also had blood glucose reading of 400 mg/dl. The insulin pump will not be returned for analysis.